Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR)- lot p-213, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected, biological debris were noted on housing. The valve was hydrated. The valve failed the test for programming and occlusion. The pressure test cannot be performed because the valve has not been programmed. The valve was disassembled and it was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, the cam and motor. The valve passed the test for leak, reflux and visual control magnetizing. Root cause analysis- the root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve. At the time of the investigation, a lot of biological debris was found.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reproted a hakim valve (ID 823100) was implanted via ventriculoperitoneal (v-p) shunt about 29 years ago when the patient was 5 to 6 years old. 15 years ago, the patient had surgery for reconstruction of the abdominal catheter. A week ago, the pressure was unable to be changed, so it was attempted to be changed with neodymium, however it was unable to be changed although the valve was set to a relatively low pressure range. The patient was followed up for a week, but his condition did not improve. The valve was replaced on (B)(6), 2023 (certas 828804 and bactiseal 823074). The patient recovered. According to information provided, it is unknown if the patient has any signs and symptoms due to valve problem.